Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was very short at removal. The customer's blood glucose was unknown. The electrode had to be re-aspirated when the guide needle was removed. The sensor will not be returned for analysis.